Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received on 05/03/2010. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported a female patient was injured on a stretcher in the emergency room department. It was reported the patient experienced a grand mal seizure and during the seizure sustained a leg injury from the siderail which required surgery. The paralegal, (B)(6), from the firm representing the female patient reported these events. The female patient is suing the hospital. (B)(6) has not confirmed the event occurred on a stryker stretcher as the hospital is withholding this information.

Event description:
It was reported that the device was explanted after an implant duration of zero days. On 05/03/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report of (B) (6) 2010: a 30 mm carpentier-edwards physio ring was sutured in place, and then atriotomy was closed. The heart was de-aired. Aortic cross clamp was released, and then the patient was taken off cardiopulmonary bypass. After coming off bypass also, there was a significant amount of mitral regurgitation. So it was decided to cross clamp the aorta again, and after giving cardioplegic solution a second time, the previously closed left atriotomy suture line was opened. Annuloplasty was removed.

Manufacturer narrative:
(B) (4) = unsuccessful ring repair.